Event description:
On march 17, 2011, the sales representative for the pharmacy contacted lifescan from (B)(6) alleging an error 1 message issue with a one touch verio pro meter. There was no allegation of any harm or injury because of the reported issue. The alleged issue was not resolved with troubleshooting. The meter was replaced by the sales representative. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the meter had an error 1 message issue. There is no evidence, however, that the alleged issue contributed to a serious injury. The patient did not report any symptoms, treatment, or blood glucose values suggestive of a serious injury.

Manufacturer narrative:
The lay user/patient's meter has been returned and evaluated by lifescan product analysis on june 16, 2011 with the following findings: the meter involved with this complaint failed testing. The meter was found to have an erasable programmable read only memory (eprom) failure. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.